Event description:
The reported description of this complaint notes that the monitor was not providing an alarm sound. No adverse pt impact was reported as a result of this failure.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the monitor was not providing an alarm sound. No adverse pt impact was reported as a result of this failure. In an abundance of caution, we will report this incident as the user would not hear the alarm at the primary monitoring source which may lead to a delay in patient care. Product labeling states: warning: do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.